Manufacturer narrative:
Upon completion of the evaluation of the alleged complaint unit, a supplemental MDR will be submitted.

Event description:
The first micro-tip used primed successfully, but once inserted into the patient for the procedure the unit would not cut. The distributor on site attempted to troubleshoot the unit and opened another micro-tip which again primed and failed to cut. The manufacturer was contacted for technical support. The facility was instructed to open up a third micro-tip which primed, but failed to cut. Due to the failures described it was determined to be a console issue. The device will be returned to the manufacturer for evaluation along with the failed micro-tips (3). The doctor performing the case decided to perform a tenotomy - straight needling using the same incision. Per the initial reporter, there were no patient complications due to the unit malfunction.